Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had visible damage to the white cable. The patient's system controller was not exchanged since they were admitted to the hospital with a head bleed. The log files were submitted for review. The event log files captured routine events. No voltage events were seen in the log despite the reported damage to the power lead. The ventricular assist device and peripheral equipment functioned as intended. It was also noted that the patient was sleeping on battery power. It was later communicated that there was no confirmed bleeding. The patient was still admitted to the hospital for international normalized ratio (inr) management before the hospital could exchange the controller.